Event description:
Alleged event: patient undergoing angioplasty of left tibial artery, the gps catheter was inserted into position in the tibial artery but upon inflating the device, the balloon could not be visualized. It appeared not to inflate. The balloon was removed and attempted to inflate outside the body; it was reported that the balloon felt soft and was fully inflating. There was no reported delay or interruption in therapy. There was no reported patient death, complications or injury.

Manufacturer narrative:
The device sample was not received by manufacturer at the time of this report. The manufacturer will continue to monitor and trend related complaints.